Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No unexpected pump error 23 alarms, pump error 15, pump error 4, and pump error 53 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 53 alarm (file #: 647, line #: 2668, esf #: 4665968) on (B)(6) 2024 at 07:00:06.000 due to a possible software anomaly. Pump alarmed a pump error 23 on the event date of (B)(6) 2024 at 22:06:10.000. Pump alarmed a pump error 4 on the event date of (B)(6) 2024 at 22:06:08.000 and on (B)(6) 2024 at 07:00:06.000. Pump alarmed a pump error 15 on the event date of (B)(6) 2024 at 22:06:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 53 and pump error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 15, pump error 4, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump error has occurred more than once after a battery change. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880l was requested and customer response was the device will be returned.